Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken proximal clevis at the tip which holds the yaw pulley. One piece measuring approximately 5mm x 1mm was not returned with the instrument. Components adjacent to this broken proximal clevis showed damage. Additional related observation: the instrument was found to have a broken monopolar yaw pulley at the posts. The visual inspection revealed that one mounting disk was damaged. The missing piece size was approximately 1,5mm x 1mm. As a result of the damaged yaw pulley, the yaw cable was derailed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the tip which hold the yaw pulley. Two pieces measuring proximately 5mm x mm were not returned with the instrument. Components adjacent to this broken proximal clevis show damage. Additionally, the instrument was found to have a broken monopolar yaw pulley at the posts. The visual inspection revealed that one mounting disk was damaged. The size of the missing piece is approximately 1,5mm x 1mm. As a result of the damaged yaw pulley, the yaw cable was derailed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The pcs instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed and no obvious damage was observed. .

Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy procedure, one of the disks broke off the housing of the permanent cautery spatula (pcs) instrument and ended up on the tongue of the patient. The disc was removed during the same surgical procedure using microsurgical tweezers. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and there was no damage or anything out of the ordinary noted. The customer could not recall how long the instrument was in use before the issue occurred. It is also unknown if the surgeon noticed any functionality issues with the pch instrument during the procedure. The instrument did not collide with any other instruments or hard materials during the surgery. The instrument was not removed prior to the breakage. All fragments were retrieved, and the procedure was completed robotically. The patient has not returned to the hospital for post-surgical complications. The instrument is available for return to isi for evaluation, but the fragment will not be returned.